Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "end user has been using sensicare septi soft concentrate with no issues and ordered new formulation and after 1 day developed splotchy itchy rash, red in color, hive like, and red over entire body. Reports no change in any diet or laundry detergent or meds. States used product 3 times over 10 days and then discontinued. Will give antihistamine."